Event description:
It was reported that the surgeon drilled 8.0 clancy flexible drill bit to a depth of 30. When he pulled the drill bit out the distal end had broken off. The broken piece stayed on the guide pin and was removed with a snap.

Manufacturer narrative:
The device was returned for evaluation. The drill head has broken at the drill tips pulse mark. No material voids are present at the break area. The primary cutting edges of the drill are dull and have visible burrs. The cannulation is burred as well. Cutting edges appear nicked. The drill is over eight years old and is worn. Use error cannot be ruled out as a contributor to the event. No root cause related to the manufacture of the device can be established.